Manufacturer narrative:
Tech found left intermediate siderail would not latch. Replaced latch kit to resolve this issue. Bed was located in storage area.

Event description:
Info provided indicated that the left intermediate siderail would not latch automatically.